Manufacturer narrative:
The customer declined to provide reagent information, so the meter information was provided instead.

Event description:
The customer called for help with his contour ts meter. He performed a blood test over the phone and received a reading of 443 mg/dl using his meter. He also performed a comparison test using another meter and received a reading of 170 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.